Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a screw head. It was reported that there are visible chips on a screw head. The screw is in unopened package, taken from stock; reportedly, there was no patient involvement. This is report # 2 of 2 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. Two screws were received with the tasks associated with this complaint, each with a unique lot number. This task is assigned to lot number 6928218. This screw is packaged in a synthes (B)(4) market type bag. The package was properly sealed with no tears or openings of any kind. It is identified as part number 04.210.108, lot number 6928218. The part was first examined under 10 x magnifications through the sealed bag. Chip wrap was found in the neck area. The package was then opened to further examine the sample. No other burrs/anomalies were found. The chip wrap can be seen with the naked eye.

Manufacturer narrative:
Device intended for treatment, not diagnosis. A review of the device history record has been requested. Subject device has been received and is currently in the evaluation process.